Event description:
On approximately 03/04/1999 the account reported negative htlv I/ii eia results for a pt sample which tested positive with western blot at quest/nichols and negative at mrl reference lab. The sample was also sent for pcr testing, however, result have not yet been received. The original sample is not available for an investigation. A second sample drawn from the pt was sent for investigation.